Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who advised that the screen freezes for a few seconds, then spends a minute or so resetting itself. After speaking with the customer biomed the rse advised the biomed that the main board would need to be replaced but also stated that the power supply and display may also need to be replaced. A philips field service engineer (fse) visited the customer site to complete repairs. The main board, power supply and display assembly were replaced. The device was operational after repairs were completed and the device was returned to service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Event description:
It was reported that the screen freezes for a few seconds and then restarts. The device was in use on a patient at the time of the event. There was no adverse event reported.